Manufacturer narrative:
Event date: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient had a suspected infection at the pocket site. Symptoms of discomfort and redness at the site were noted. The patient was placed on a dose of oral antibiotics and was referred to an infectious disease center for more aggressive treatments. The cause of infection was unknown. The patient underwent an explant procedure and was doing well post-operatively.

Event description:
It was reported that the patient had a suspected infection at the pocket site. Symptoms of discomfort and redness at the site were noted. The patient was placed on a dose of oral antibiotics and was referred to an infectious disease center for more aggressive treatments. The cause of infection was unknown. The patient underwent an explant procedure and was doing well post-operatively. Additional information was received that the explanted ipg was not returned.